Event description:
It was reported that the patient underwent implantable pulse generator (ipg) repositioning procedure due to patient losing weight and needed to be adjusted. Programmed patient postoperatively and all areas covered.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last several months prior to the date the manufacturer became aware.